Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hypoglycemia and seizure. Customer took glucagon and called ambulance. During virtual assistance with nurse customer did the self test for insulin pump. Customer reported that they had gone through the alarm history where they did receive the alarm before incidence, the insulin pump setting was set to audio and vibrate mode. Customer reported they inserted the sensor and went to auto mode. The insulin pump will not be returned for analysis.